Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate. The cause of cloudy dialysate was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with ceftazidime (1(unit not reported), 2 times a day, intraperitoneally). At the time of this report, the patient has not recovered. Action taken with pd therapy was not reported. No additional information is available.